Event description:
Firefighters were treating a pt (age and gender unk) and an "ECG lead off" message appeared on the unit's monitor screen. There is no indication of any adverse effect on the pt. The complainant has been unable to provide further information.